Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2021, the valve was explanted due to aortic stenosis and a new 19mm trifecta gt valve was successfully implanted. Of note, in the same procedure, the patient additionally underwent an extension of the anulus and coronary artery bypass grafting (CABG). The patient was reported to be in stable condition.

Manufacturer narrative:
An event of stenosis and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.